Manufacturer narrative:
Complaint conclusion: it was reported that the sealant of a mynxgrip vascular closure device (vcd) came out from the patient's skin. Therefore, manual compression was applied for an unknown duration. The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. The device temperature storage exceeded 25 °c. It is unknown if the patient's hospitalization was extended. The patient was noted to have recovered. Additional information was request but was unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The catheter remained inside the advancer tube as received. The sealant was not returned with the device. A review of the manufacturing documentation associated with lot f1700402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The reported event was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of reported event may have been attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being dislodged during the procedure. The mynxgrip instructions for use (IFU), instructs users the following for device removal: ensure complete balloon deflation, grasp advancer tube at skin, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place or if proper position of the advancer tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the sealant of a mynxgrip vascular closure device came out from the patient's skin. Therefore, manual compression was applied for an unknown duration. The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. The device temperature storage exceeded 25 °c. It is unknown if the patient's hospitalization was extended. The patient was noted to have recovered. Additional information was request but was unknown. The product was not returned for analysis. Review of the manufacturing documentation associated with lot f1700402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Also, the IFU lists the maximum device temperature as 25 degrees celsius. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device came out from the patient's skin. Therefore, manual compression was applied duration unknown. The vcd was being used in conjunction with an unspecified procedural sheath for vascular closure following an interventional peripheral procedure. The device temperature storage exceeded 25 °c. It is unknown if the patient's hospitalization was extended. The patient was noted to have recovered. Additional information was request, but was unknown.